Event description:
It was reported that a tlh60 was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the surgeon stapled a main left bronchus, removed the stapler and found non-stapled bronchus (the reload in the new stapler, first firing was empty, containing no staples). The surgeon sutured the bronchus manually.